Event description:
It was reported by service report that the motion interrupt pan was sitting on the base frame of the bed and it was not attached. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Result: plastic broken around the support screws.